Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 100% stenosed lesion was located in the moderately tortuous and calcified anatomy left below the knee. Upon the first inflation of the sterling es pta balloon dilatation catheter, a balloon rupture occurred at 6 atms. The balloon was inflated for approx five seconds and a leak of the balloon was observed during the inflation. The balloon was removed intact. The procedure was completed with another sterling es pta balloon dilatation catheter. No pt complications or injuries were reported. The pt status is listed as 'good'.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedure factors. (B)(4).